Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory via review of the memory image of the device. The device was tested using automated test equipment and no anomalies were found. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that an asymptomatic patient presented for follow-up and premature battery depletion was observed. It was also noted that there was a short margin between eri and eol. Device was explanted and replaced.